Event description:
A site reported to rxsight that a patient implanted with a light adjustable lens+ (lal+, sn (B)(6), +21.0d) on (B)(6) 2023 had the lens explanted on (B)(6) 2024 due to unhappiness with their uncorrected vision and a new light adjustable lens (sn (B)(6), +20.5d) implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).